Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. It was also reported that a cartridge change error occurred during the load sequence with multiple cartridges. Customer's blood glucose level was 133-134 mg/dl. Reportedly, the customer reverted to manual injections for diabetes management.